Event description:
It was reported that the user experienced bluetooth pairing issues between a dexcom g7 sensor and the ilet, where glucose readings displayed in the dexcom app but not on the ilet approximately one hour after pairing, and support guided the user to toggle g6/g7 settings, restart the ilet, and allow additional time for pairing. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no reported impact to blood glucose management and no medical intervention or hospitalization. Investigation included remote troubleshooting and education focused on device settings, device restart, and expected pairing time window. Investigation of this case revealed a communication pairing failure limited to the ilet interface while the dexcom g7 functioned on its native app, indicating a device-to-device connectivity issue without sensor failure. It was concluded, based on established findings for similar reports, that routine connectivity behavior was the most probable cause.